Manufacturer narrative:
Mattress; fluid ingress.

Event description:
It was reported by repair work order that the customer alleged that their mattresses were stained and the customer alleged that there was fluid ingress.